Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073408. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073409. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device, nothing to be returned per facility policy.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason and was doing well post-operatively. The explanted device, nothing to be returned per facility policy. Additional information was received that the patient was not getting pain relief was the reason for the explant.